Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for radiation skin injury and cellulitis in this patient also include prior radiation, chemotherapy, underlying cancer, and prior surgery affecting skin integrity. Cellulitis was reported in the ef-11 pivotal trial in recurrent gbm in the chemotherapy arm only (1%). Radiation skin injury is not an expected event with device use. There have been 3 previous reports of radiation skin injury in the commercial program to date.

Event description:
A (B)(6) year old male patient with recurrent glioblastoma began optune therapy on (B)(6) 2020. On (B)(6) 2020, novocure was informed by the prescribing site nurse that the patient had developed a purulent discharge at the craniotomy surgical resection site. Optune therapy was temporarily discontinued. Photos provided revealed a pus-filled open wound on the surgical resection scar. On (B)(6) 2020, patient was hospitalized for evaluation for repeat surgery and plastic surgery and reconstruction due to a persistent radiation-induced skin necrosis with cellulitis that developed on the top of the scalp. On (B)(6) 2020, brain MRI was stable and did not demonstrate any intracranial infection. Nasal swab was (B)(6) for (B)(6) and patient was started on intravenous antibiotics (vancomycin 1.5 g daily) for 4 weeks. No surgery was planned and patient was discharged home on (B)(6) 2020. Prescribing physician stated that the event was related to radiation and possibly related to optune therapy.

Manufacturer narrative:
Per medical records, on (B)(6) 2020, patient underwent right scalp wound revision, debridement and irrigation of infected cranioplasty. On an unspecified date, patient was discharged home with intravenous antibiotic therapy (completed, week of (B)(6) 2020). During a follow up patient visit on (B)(6) 2020, prescribing physician noted that the scalp incision was completely healed and previous cellulitis and wound dehiscence resolved. Intravenous chemotherapy (bevacizumab) was initiated that day and patient's optune therapy prescription renewed. Optune therapy resumed on (B)(6) 2020. On (B)(6) 2020, novocure received additional information from the patient's spouse stating that the patient temporarily discontinued optune therapy due to a "pinhole" opening at the surgical scar with associated drainage. On (B)(6) 2020, prescribing physician stated that the patient was not hospitalized for the event but was advised to follow up with the plastic surgeon. The patient's last bevacizumab infusion was on (B)(6) 2020, with no evidence of wound dehiscence or drainage. The prescribing physician advised the patient to leave the craniotomy surgical resection site uncovered by the optune transducer arrays or adhesives. Novocure agrees with the prescriber that the contribution of the arrays cannot be ruled out. Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. There were no reports of wound dehiscence in the pivotal ef-11 recurrent gbm trial. There have been 113 reports of wound dehiscence in the commercial program to date.

Manufacturer narrative:
On august 20, 2020, novocure received additional information from the spouse, stating that the patient was scheduled on (B)(6) 2020, for plastic surgery on the scalp. On (B)(6)2020, the prescribing site nurse reported that the patient's optune prescription would not be renewed due to ongoing skin complications and surgery.